Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittently pump software was suspending insulin delivery inappropriately. Customer's blood glucose (bg) level was 600 mg/dl with trace ketones and customer ¿passed out¿ due to the elevated bg. It was reported that customer delivered a correction bolus via pump to address the high bg, tandem technical support verified that no 3rd party intervention was required. Although requested contact declined to upload pump so tandem technical support could review the pump logs. Reportedly, the customer reverted to an alternate method of insulin therapy.